Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the poor quality image was due to the bending of the video connector pin. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the front panel connector pins of his olympus evis exera iii video system center were found bent when he went to insert a 180 series scope; consequently, he was receiving a poor-quality image. According to the initial reporter, this event occurred during preparation for a thoracic procedure involving both the olympus bronchoscopy tower and the cv-190 (subject device). Reportedly, the first part of the procedure involving the bronchoscopy tower went well. However, when changing to the subject device, the connection issue was noted. The staff attempted a second scope, but the issue continued. Once they discovered the bent pins, they changed to a new tower and completed the procedure without any harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel connector pins were found bent and compromising the connection and overall image. Due to this damage, the video connector receptacle board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.